Event description:
The facility reported a colleague infusion pump which was "broken." It is unknown when this event occurred; however, it occurred during biomed servicing. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of broken was confirmed during event history log review. The quality engineer has confirmed failure code 570:320:844:0000 as the as determined problem code due to the failure code being that last event in the event history log review. The assignable cause was depleted main batteries as a result of use error. The main batteries were replaced to correct the failure code. The user interface module software version is 5.03.00. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Correction: 420 is being corrected to 492. Upon further review, the quality engineer has identified failure code 531 as the confirmed reported condition. The assignable cause was a defective user interface module printed circuit board. The user interface module printed circuit board was replaced to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.